Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the device had a no disposable alarm. Reservoir volume 10.1ml. Continuous rate 2.5ml. Amount given 105.95ml. Per reporter, the settings were reviewed but the alarm remained. Per reporter, the tubing was clamped, cassette removed, tubing massaged, and cassette gently tapped on firm surface. Air bubbles were present. Cassette was reattached and the alarm remained. Troubleshooting steps attempted two times without resolution of alarm. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.